Event description:
In 2003, received medwatch form #04-00205 dated 2003. The pt's family member reported pt was swimming in acvue 2 contact lenses and developed an acanthamoeba infection resulting in loss of vision. It is not clear which eye was infected or the extent of vision loss. The pt's family member expressed concern that product labeling does not provide adequate info about lens wear while swimming. Attempts to reach the pt's family member have been unsuccessful. Info received with medwatch form mw1029986 indicates the following treatment. Week 1: patanol tid; ciloxan tid. Week 2: tobradex bid. Week 3: e.r. @ hospital: trifluridine 7 x day; cyclogel tid; prednisolone qid. Week 4/5: phmb brolene; neopolygram every hour for week; homatripine tid: neopoly ointment at night. Week 6 not provided. Week 7 through report date: pred forte every 2 hours. No add'l info available at this time.